Event description:
The device was returned for repair due to the claim that it was not healing. The device was not in pt use at the time and there was no reported pt harm. During the repair evaluation, it was confirmed that the device would not heat and it was discovered that there was metal exposed by a fracture in the connector attached to the power cord. An investigation was performed, and it was determined that the molded female connector on the power cord had fractured. Investigation has shown that the connector was subjected to physical abuse in excess of design requirements, resulting in the fracture. Design of the power cord meets applicable safety standards.